Event description:
It was reported that the device was used in a vascular thoracotomy. Upon initial firing, the staples did not close. The only other information per the contact have on this is that no harm was done to the patient and the staple gun was used on lung tissue.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact.